Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that an unknown number of skin reactions associated with the sensor adhesive since (B)(6) 2020 occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient developed redness around the edges of the sensor patch, peeling skin, and some scarring. The patient self-treated with olive oil. This is being reported due to the allegation of scarring. No additional patient or event information is available.